Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va14ljn, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported via the manufacturer¿s representative (rep) that sometime in (B)(6) of 2016 they experienced a loss of therapeutic effect. It was confirmed there were no falls or other issues reported related to this issue. An impedance check was performed indicating an issue with the lead because results on 0 and 1, 0 and 2, 0 and 3, 1 and 2, and 1 and 3 greater than 4,000 ohms at less than 15 milliamps. In an attempt to resolve the issue reprogramming was performed, but it didn't resolve the issue. As a result a lead revision was scheduled to take place on april 7, 2017. No further complications were anticipated. Relevant medical history includes gastrointestinal/pelvic floor.